Event description:
During a pacemaker battery replacement, after implanted, it was discovered that the battery would not hold a charge. It was reported that the representative didn't do the pre-check to confirm the charge capacity of the battery. The battery had been stored in the representative's trunk in a box and there had been a low winter temperature overnight. Reporting this event to identify that batteries react to low temps when transported or stored in a car during the winter.